Manufacturer narrative:
The field service engineer (fse) found that tubing on the procell line was not correctly attached to the procell bottles and reconnected it. The fse also found that the sample probe was dirty and replaced it. The alarm trace showed many abnormal aspiration and abnormal sample probe movement alarms. The root cause of the event was found to be consistent with pre-analytical and customer maintenance issues. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The reagent lot number is 686634. The expiration date was not provided. The field service engineer (fse) found that the sample probe was not aspirating correctly and producing bubbles and replaced it. Calibration and qc were performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hbe results for 4 patient samples on a cobas 6000 e601 module. On (B)(6) 2024, patient 1 had an anti-hbe result of 0.567 coi, interpreted as reactive. The sample was repeated and the result was negative. On (B)(6) 2024, patient 2 had an anti-hbe result of 0.580 coi, interpreted as reactive. The sample was repeated and the result was negative. On (B)(6) 2024, patient 3 had an anti-hbe result of 0.879 coi, interpreted as reactive. The sample was repeated and the result was negative. On (B)(6) 2024, patient 4 had an anti-hbe result of 0.725 coi, interpreted as reactive. The sample was repeated and the result was negative. The repeat negative results were deemed correct.